Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's right ventricular lead was not capturing appropriately. A chest x-ray confirmed the lead had dislodged. The patient was asymptomatic. The physician explanted and replaced the lead. The patient was stable throughout.